Event description:
Patient undergoing below the knee amputation for ischemic leg. Upon removal of the leg, a piece of blue plastic (later identified as the plastic that covers the balloon) was removed from the muscle flap.